Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency medical service due to diabetic ketoacidosis on (B)(6) 2018 at 4:45 pm with blood glucose was 684 mg/dl. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. The customer reported that they had surgery on (B)(6)2018 and during surgery insulin pump and transmitter was removed however sensor was left in the body. The blood glucose value was 331 mg/dl and customer treated it with insulin pump. The customer also mentioned that due to surgery their blood glucose level got up to high which lead to emergency medical service. It was also reported that belt clip was broken. The insulin pump will not be returned for analysis.